Event description:
As reported, during testing of this fogarty catheter before use in patient, the balloon deflated slowly and the deflation time was outside of specification. The issue was solved replacing the device with a new unit. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were provided.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The balloon was tried to be inflated with ro water but it could not be fully inflated. Backpressure was noticed upon inflation. The balloon did not leak. The balloon could not deflate completely after 60 seconds, being the deflation time with water out of specification. A cut down was performed on the catheter body to locate the occlusion. The balloon inflation lumen was found to be collapsed below the proximal windings. The through lumen was patent without leakage or occlusion. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Updated: h6 (component code, investigation findings, investigation conclusions). Added: h6 (type of investigation). Further investigation was completed by the engineers in the manufacturing site and it could be concluded that the failure is likely due to manufacturing. The manufacturing personnel has been notified about this condition. In addition, corrective actions are being investigated in order to eliminate the cause of the balloon deflation issues for the thru-lumen models and prevent recurrence of this type of complaint.